Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('ectopic coil, embedded in my uterine muscle, my coil migrated') and device expulsion ('embedded in my uterine muscle') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("I bleed for six months straight"), pelvic pain ("pelvic pain/pains"), back disorder ("back problem"), headache ("headaches"), anxiety ("anxiety"), rash ("unexplained rashes") and fatigue ("being tired") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device, device expulsion, pelvic pain, back disorder, weight increased, headache, anxiety, rash and fatigue outcome was unknown and the menorrhagia was resolving. The reporter considered anxiety, back disorder, device expulsion, embedded device, fatigue, headache, menorrhagia, pelvic pain, rash and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: embedded device, device expulsion, menorrhagia, pelvic pain, back disorder, weight increased, headache , anxiety , fatigue, and rash". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('ectopic coil, embedded in my uterine muscle, my coil migrated') and device expulsion ('embedded in my uterine muscle') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("I bleed for six months straight"), pelvic pain ("pelvic pain/pains"), back disorder ("back problem"), headache ("headaches"), anxiety ("anxiety"), rash ("unexplained rashes"), fatigue ("being tired") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device, device expulsion, pelvic pain, back disorder, weight increased, headache, anxiety, rash, fatigue and abdominal distension outcome was unknown and the menorrhagia was resolving. The reporter considered abdominal distension, anxiety, back disorder, device expulsion, embedded device, fatigue, headache, menorrhagia, pelvic pain, rash and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: embedded device, device expulsion, menorrhagia, pelvic pain, back disorder, weight increased, headache , anxiety , fatigue, and rash". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: social media record received. No new clinical information was provided. Amendment: the report was also amended for the following reason: social media received. Reporters information was added. This case will be deleted from bayer pv data base. Duplicate case identified with fu information. This case was found to be duplicate of case: 2014-033147. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('ectopic coil, embedded in my uterine muscle, my coil migrated') and device expulsion ('embedded in my uterine muscle') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("I bleed for six months straight"), pelvic pain ("pelvic pain/pains"), back disorder ("back problem"), headache ("headaches"), anxiety ("anxiety"), rash ("unexplained rashes") and fatigue ("being tired") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device, device expulsion, pelvic pain, back disorder, weight increased, headache, anxiety, rash and fatigue outcome was unknown and the menorrhagia was resolving. The reporter considered anxiety, back disorder, device expulsion, embedded device, fatigue, headache, menorrhagia, pelvic pain, rash and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: embedded device, device expulsion, menorrhagia, pelvic pain, back disorder, weight increased, headache , anxiety, fatigue, rash. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.